Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to the implant being obtrusive. The physician relocated the pt's pocket site. Nothing was implanted or explanted. The pt is reportedly doing well following the procedure.